Event description:
Nurse went to flush a peripheral IV line, and found that the posiflush saline syringe was leaking out of the distal "plunger" end of the syringe. *this leaking could result in additional staff exposure to hazardous drugs. This event was originally reported on (B)(6) 2019, and was reported a second time on (B)(6) 2019. Lot # 8261703.